Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular lead experienced a syncopal episode. A review of device information revealed that noise and oversensing were present. It was subsequently noted that the lead also displayed pacing impedance measurements of less than 200 ohms and loss of myocardial capture. The lead was suspected to have insulation abrasion. The patient was seen for a revision procedure where the lead was surgically abandoned. There were no additional adverse patient effects reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.